Event description:
Customer reportedly obtained results of 75mg/dl and 127mg/dl on the same device within 10 minutes. The device memory shows these results as being performed on diffrent days. Customer drank milk in response to the lower result. No adverse event reported. Requested return of suspect device and replacement was sent. No strip information provided and no quality controls were used.